Manufacturer narrative:
(B)(4). Results: death, acute gallbladder disease and generalized peritonitis. Conclusions: acute gallbladder disease and generalized peritonitis.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm approximately 28 months ago. The proximal aorta was 44 mm in diameter and 15 mm in length. The proximal and distal neck was severely calcified and did not contain thrombus. It was reported that the patient passed away 17 days post implant due to combination of acute gallbladder disease and generalized peritonitis. The physician denied the causality between death and the devices. No further information is available.